Event description:
The customer reported suppressed (no results generated) results for cartridge glucose (glu) or magnesium (mg) on four patient samples involving the unicel dxc 800 synchron system. The customer stated that the samples were repeated on another dxc analyzer with normal results, which were reported. The customer indicated that the quality control (qc) read in range prior to and after testing the samples. The customer indicated no erroneous results were generated or reported associated with this event. There was no patient impact associated with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the waste valve leaking from the cartridge chemistry (cc) sample probe. The fse replaced the valve as well as the probe and wash collar. Personal protective equipment (ppe) number was not provided. The instrument was returned to normal operation.